Manufacturer narrative:
The device was evaluated. Device evaluation found the connecting tube has coating peeling (1mm sq or more). Low angulations were observed. However; service noted that objective lens scratches, bending section deformed , channel leakage and light guide lens scratches claimed by the customer was not found during inspection. Furthermore, the following findings during inspection were noted below: due to a pinhole on a-rubber (bending section) , water tightness is lost . Due to dent on forceps channel port, watertightness is lost. Adhesive on a-rubber has a crack. A-rubber has wear. Grip is deformed. Sw1 and sw4 found with scratches. Due to wear of angle wire, bending angle in up&down directions does not meet the standard value. No electrical continuity due to corrosion on distal end . Due to a cut on a-rubber, insulation resistance value at distal end does not meet the standard value . A-rubber has a cut. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the scope has a leak from instrument/suction channel, bending tube is deformed , angulation is low and objective lens, light guide has scratches while doing routine check/inspection. There is no patient involvement on this event. No user injury reported. Device evaluation found the device connecting tube coating is peeling (1 mmsq or more). This report is being submitted for coating peeling on the connecting tube observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (if): preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_ warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.